Event description:
It was reported that the user dropped the ilet, causing the external connector to break and leaving a portion lodged in the pump that the user could not remove, which necessitated a replacement device. Blood glucose was reported as unaffected and there was no hospitalization. No reported adverse clinical effects. Outcomes included interruption of device use and the need for a replacement device. Investigation included customer interview, review of device history as available, and planning for return analysis of the original device. Investigation of this case revealed mechanical damage to the connector consistent with accidental impact. It was concluded that the event resulted from accidental physical damage rather than a device malfunction or design issue.